Event description:
Patient was two days status post CABG. The surgeon removed the stitch from the mediastinal chest tube and attempted to remove the tube. Reportedly, the tube hung slightly, but then broke apart. Patient was returned to surgery for removal of approximately six inches of the retained tube. Patient tolerated the procedure well with no further complications.